Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were to try all 4 programs and they were trying to adjust from program 3 to program 4. During the call patient confirmed the patient programmer indicated they were set to program 4 at 1.0 but was unable to increase stimulation. Patient described seeing the 'turn stim on' screen. It was reviewed possible ways stimulation could have been turned off. Patient confirmed stim showed as off on the patient programmer. Patient was able to successfully turn stimulation on then increase stimulation. Patient stated they didn't know when or how long the stimulation had been off. Device education provided to patient over call, and recommended to confirm stimulation is on each time he connects patient programmer and ins. No symptoms reported. No further complications were reported or anticipated.